Event description:
The manufacturer rec'd info alleging a patient was found unresponsive while using a bipap vision. It was reported to the manufacturer that the device was turned off by the nurse at the request of the patient. The patient was a do not resuscitate status. The reporting facility's biomed department performed testing on the device and confirmed the device would alarm for vent inoperative condition. The device has not yet been rec'd for evaluation. A f/u report will be submitted when the manufacturer has completed the investigation.